Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that oversensing interfered with the results of the ventricular paced portion of a quickopt detection test. It was suspected a t-wave was affecting the test. Programming changes resolved the oversensing.